Event description:
Patient called in to report that they have been receiving continuous "connect plug to monitor" alerts. Patient confirmed no physical damage to therapy cable and was unable to clear with troubleshooting. The unresolved "connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection for leaky gel and alert button snap unrelated to the reported issue. The therapy cable may have been subjected to handling damage. The reported condition could not be replicated. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".